Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt", "check therapy pad" messages, arrhythmia alarms) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was recieving arrhythmia alarms, and "check thearpy pad" and "adjust belt" messages.